Event description:
It was reported that this electrode exhibited high out of range system impedance measurements that were greater than 400 ohms. It was also noted that there was noise but no oversensing. The noise could be reproduced with arm manipulation. With vector testing, the alternate vector had a flatline signal. Subsequently, the patient was hospitalized with therapy turned off. It was suspected that there was an electrode fracture which was confirmed upon extraction. A new electrode was successfully placed at this time. No additional adverse patient effects were reported. The explanted product is expected to be returned for investigation.